Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. The device electrogram (egm) exhibited intermittent noise, which was determined to be related to the device. The lead appeared to be functioning normally. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received multiple inappropriate shocks. The device electrogram (egm) exhibited intermittent noise, which was determined to be related to the device. The lead appeared to be functioning normally. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received multiple inappropriate shocks. The device electrogram (egm) exhibited intermittent noise, which was determined to be related to the device. The lead appeared to be functioning normally. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data has been collected from the device and has been analyzed. Sensing/oversensing: 5-lfp high rate-ns <(><<)>= 212 ms average v-cycle on (B)(6) 2012 09:26:38 to 09:29:22. 1-vf=170 ms average v-cycle on (B)(6) 2012 09:29:26. Ventricular short interval count v-sic=41 counts, in 0.51 day, on (B)(6) 2012 09:24:50 to 21:37:58. Lead integrity alert: 1 - patient alert for lead failure predictor on (B)(6) 2012 09:29:35.

Manufacturer narrative:
Product event summary: performance data has been collected from the device and has been analyzed. Sensing/oversensing: 5-lfp high rate-ns <(><<)>= 212 ms average v-cycle on (B)(4) 2012 09:26:38 to 09:29:22. 1-vf=170 ms average v-cycle on (B)(4) 2012 09:29:26. Ventricular short interval count v-sic=41 counts, in 0.51 day, on (B)(4) 2012 09:24:50 to 21:37:58. Lead integrity alert: 1 - patient alert for lead failure predictor on (B)(4) 2012 09:29:35. The device was returned and analyzed. Full analysis was unable to confirm the alleged malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.